Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement

Event description:
(B)(4). Patient or user involvement: no patient or user harm: no. Case description: customer reports error code 133.6080 on their 8015 (sn: (B)(4)) after replacing the rear case. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: - - after verifying with the customer the back up speaker connector was properly seated, I recommended replacing the back up speaker. - provided part number - recommended customer send in for repair if back up speaker does not correct the issue. - customer will order back up speaker.